Event description:
The doctor reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodontist for further treatment. Patient follow-up will be required and reported, as information becomes available.